Event description:
MDR received from hospital stating pt presented to ed, emergency department, for dyspnea. CT computerized tomography, scan of chest with contrast ordered. Intravenous contrast, isovue 300 with expiration date of 3/07 was administered via the automatic contrast injector. Standard dosing protocol was followed. Computerized settings with computerized injector rate. Solution is set up and placed in the injector according to protocol. From the set up, the injection time is determined. Procedure completed. On return to ed pt experienced pulselessness and apnea. Full acls, advanced cardiac life support, resuscitation administered without response. Pt expired.